Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there were "cassette not properly attached" messages. A functional check was performed and the reported issue was able to be confirmed. The device failed downstream occlusion calibration at standard flow during functional test and alarmed "cassette not attached properly" when latched during prime test. It was determined that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited a constant reattach cassette error when cassette was already attached. No patient was involved in this event. No adverse effects were reported.